Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 5 of 7. Related manufacturer reference number: 1627487-2019-12554. Related manufacturer reference number: 1627487-2019-12555. Related manufacturer reference number: 1627487-2019-12556. Related manufacturer reference number: 1627487-2019-12557. Related manufacturer reference number: 1627487-2019-12559. Related manufacturer reference number: 1627487-2019-12560. It was reported the patient experienced an infection at an unknown location. To address the issue, the physician explanted the dbs system (exact date is unknown). No further details were able to be obtained.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information provided a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a device issue.